Manufacturer narrative:
Visual examination of the provided picture identified a magnum m2m head covered in bio-debris. No further evaluation can be made. A review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. A radiograph was provided and was not reviewed by a health care professional. The complaint was for elevated metal ion levels which is demonstrated through lab work. There are no tangible allegations against the implants which would be visible on an x-ray; therefore, submission would not enhance the investigation. No additional medical records were provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that approximately 13 years post implantation of a left total hip arthroplasty, the patient was revised due to elevated metal ions. The cup remained implanted. Surgical technique was utilized. There were no reported surgical complications. No additional information available.

Manufacturer narrative:
(B)(4). H10: cat# 157450 lot# 919040 m2a-magnum mod hd sz 50mm 50mm; cat# us157856 lot# 695710m2a-magnum pf cup 56odx50id; cat# 650-1065 lot# 3130576 cer option type 1 tpr sleve -3. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.